Event description:
Type of procedure performed: lap choley. Medwatch uf/importer report # (B)(4). Surgeon was attempting to clip the bile duct and artery, had to use multiple clips, and they kept falling off. There were several loose that had to be retrieved. Surgeon had to use an endoloop to secure the clipped area. Device malfunction- that is, the device did not do what it was supposed to do. Additional information received via email on 02mar2021 from [name]: [name] does not have access to any additional information for this event. Patient status: no patient injury reported type of intervention: ni.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience of clip slippage could not be replicated. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the root cause based on the description of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. This report is to follow-up medwatch uf/importer report # (B)(4). The event is not reportable as it is unlikely to cause or contribute to death or serious injury.

Manufacturer narrative:
The event unit is anticipated to return for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Type of procedure performed: lap choley. Medwatch uf/importer report #: 1402310000-2021-8006. Surgeon was attempting to clip the bile duct and artery, had to use multiple clips, and they kept falling off. There were several loose that had to be retrieved. Surgeon had to use an endoloop to secure the clipped area. Device malfunction: that is, the device did not do what it was supposed to do. Patient status: no patient injury reported. Type of intervention: ni.